Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 65 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the esc and act buttons are unresponsive. Customer advised they were on the beach and the insulin pump could have gotten wet. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no down button response due to corroded keypad trace. No moisture damage inside the insulin pump noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.